Event description:
I used fixodent from 2007 until 2009. My wrist went numb where I couldn't move my wrist. My fingers and shoulders get numb every day. Dose or amount: denture cream. Frequency: 1st day. Route: oral. Dates of use: 2008 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced: no.